Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-18 regarding a patient receiving baclofen (500mcg/ml at 101.95mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that they were doing a normal pump replacement and were programming the pump, but in the telemetry it showed what was believed to be an incorrect drug concentration. The programmer was reading the pump at 575mcg/ml at 101.95mcg/day instead of what the patient always got (500mcg/ml at 101.95mcg/day). The representative checked with the hcp and they confirmed that they never refill a pump with compounded drug, so the 575mcg/ml concentration must have been an error. The event date was unknown. The representative wanted the hcp to do a catheter aspiration, but the hcp did not want to. It was calculated that the actual dose the patient was receiving was 88.65mcg/day. The hcp wanted to start the patient off at this dose and the representative was to review programming with the hcp. No patient symptoms were reported and no further complications were reported or anticipated.